Manufacturer narrative:
Mentor evaluated a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured in a bag. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: breast cyst, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent a primary breast augmentation surgery with 450cc mentor memorygel breast implants. Post-operatively, the patient experienced a cyst in her right breast as well as bilateral rupture of her prostheses, which were confirmed via magnetic resonance imaging. As a result, the patient underwent removal surgery on (B)(6) 2023. This report is for the right implant. Refer to manufacturing report number 1645337-2023-08576 for the contralateral event.

Manufacturer narrative:
On august 08, 2023, mentor became aware that information was inadvertently omitted in the previous supplemental report. The patient's prosthesis was replaced with a 255cc mentor memorygel breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 21, 2023, mentor received the device for evaluation. On july 26, 2023, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample determined that the breast implant was found to be ruptured and received in three parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately less than 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).